Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates that tibial component hardware with radiolucency on both films worsened on the (B)(6) 2021 study. Femoral component which is poorly evaluated on the (B)(6) 2019 images but appears to be oversized on the (B)(6) 2021 study also with lucency at the hardware cement interface posteriorly. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: persona tibia cemented 5 degree stemmed catalog # 42532007501 lot # 64111819. Articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog # 42512100810 lot # 42-5320-075-01. Optip 40 refob plus bone cmt-3 catalog # 4720502083-3 lot # 817ba08550. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00062.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision due to loosening of femoral and tibial prosthesis, with no bondage interface to the bone. Surgeon noted the patient may have had a possible allergic reaction and had sclerotic bone underneath the removed prosthesis. Attempt for further information has been made, but no further information has been provided.